Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the locking ring of the shell is deformed and pressed down into the shell causing damage (witness mark). The liner is returned with damage to the outer spherical feature, lock ring groove, and rim feature. The polar boss shows a witness mark indicating misalignment during attempts to install. Damage is too severe for an accurate dimensional analysis. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported under the wrong MFR number. The initial report was submitted in error and should be voided. The event will be reported under MFR 0002648920-2018-00456.

Manufacturer narrative:
(B)(6). Concomitant products - shell porous with cluster holes 52 mm/ pn 00620005222/ ln 63403027, unknown stem, unknown head. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure the liner would not seat. There were several attempts to remove and replace the same liner. Surgeon checked to make sure that there was no tissue in the way. After several attempts, a new liner was impacted and locked into place without problems.